Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. According to the photographic evidence, keypad membrane was peeling off with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. According to the photographic evidence, keypad membrane was peeling off with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on information provided by the getinge technician the issue was solved by parts replacement. It was established that when the event occurred, the surgical light did not meet its specification due to keypad membrane that was peeling off and as a result, it contributed to the event. Provided information do not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of keypad membrane peeling off is very low. As stated by subject matter expert at manufacturer¿s site, the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use each user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.

Event description:
Manufacturer reference number (B)(4).